Manufacturer narrative:
The introducer sheath was found correctly assembled on the pushwire with the wavelock at the proximal end. The actuator interface was found to be intact. The concerto coil pushwire was found to be kinked within introducer sheath at 77.4cm and at 160.5cm from proximal end. The implant coil appeared to be broken within introducer sheath. The concerto was pushed out from introducer sheath for further analysis. The concerto implant coil was found to be broken. The concerto coil tip od (outer diameter) was unable to be measured as the implant coil was found to be broken and not returned. No damages or irregularities were found with the introducer sheath. The ID (inner diameter) of the introducer sheath was measured to be 0.0185in and found to be within specifications. No other anomalies were observed. Based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed. However, the root cause could not be determined. There were no reported issues pushing the concerto coil out from within its introducer sheath during preparation. Therefore, it is possible that the implant coil became damaged during return of the implant coil back into the introducer sheath. It is possible insufficient preparation of the concerto coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that two concerto coils were stuck in their sheaths during a procedure.